Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance advancing could not be replicated in a testing environment as it was based on operational circumstances. The core separation was confirmed; however, the coils and tip were still intact, not separated. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure to treat a narrow lesion in the posterior tibial artery with mild calcification. A .014 hi-torque winn guide wire was advance; however, resistance was met. It was then noted that the tip had separated and remained in the patient. The proximal separated portion was simply removed. However, since the separated tip was in an occluded segment the tip was left embedded in the vessel wall. There was no adverse patient effect. Although, there was a reported delay in the procedure it was not clinically significant. No additional information was provided.